Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: syringe with the plunger broken.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe plunger damage. The potential cause for the problem is a jam at syringe assembly station. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plastipak 20 ml ll s/su experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: syringe with the plunger broken.